Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The suspected cause of the recurring incontinence was shrinking of the urethra diameter over time. A new artificial urinary sphincter was implanted. Following the procedure the patient was stable with no other symptoms or complications.